Manufacturer narrative:
Results: the penumbra system ace 68 reperfusion catheter (ace 68) was kinked approximately 3.5 cm from the hub. The outer diameter (od) of the ace 68 was measured to be within specification. Conclusions: evaluation of the returned devices revealed that the ace 68 od was within specification, and the non-penumbra rotating hemostasis valve (rhv) was measured to be dimensionally incompatible with the ace 68. Further evaluation revealed that the ace 68 was kinked. Attempting to advance an ace 68 through an rhv that is too small will cause resistance. Further attempts to advance the ace 68 against resistance may cause the ace 68 to become kinked. A 0.088¿ mandrel was advanced through the neuron max without issue and, therefore, the neuron max was functional. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing the product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system ace 68 reperfusion catheter (ace 68). During the procedure, while attempting to insert the ace 68 through a neuron max 6f 088 long sheath (neuron max), the physician experienced resistance. Therefore, the physician applied extra force on the ace 68 in order to advance it completely through the neuron max and complete the procedure. The physician did not believe that there was an issue with his rotating hemostasis valve (rhv) since he has been using the same one for the last two years. There was no report of an adverse effect on the patient.